Manufacturer narrative:
Investigation/testing summary: attempted to reproduce issue on google chrome with carelink personal 14.10 on a dell precision 7560 win 11 22h2. Confirmed issue was not reproduced. After conducting a thorough investigation, we have found that the screenshot provided does not show any error apart from a unknown gray icon. Supplied helpline and customer with the following troubleshooting steps: - would you happen to know what gray icon in the postal code box is? - could the patient or nurse attempt to create the account once more but in the following way - if possible, on a different browser. - do not enter the city just the postal code the software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the 10938952doc_m, version pch00105248. We are proceeding to close this ticket as we have not received any response. If the reported issue is still ongoing, we kindly request you to open a new svn and create a new jira ticket, providing the updated information as requested. This will allow us to address the matter promptly and efficiently. (Most likely) root cause: likely a user flow error causing some logic to check and fail the postal code box value. Analysis summary: could not reproduce the issue. Provided troubleshooting directions and investigative questions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported he website doesn't allow her to enter the code. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the app and the device will not be returned for analysis.